Manufacturer narrative:
Device investigations revealed damage to the conductor link which is indicative of a mechanical overload of the conductor link. The damage is likely caused by the reported extrusion of the conductor link. The other damages found are contributable to explantation surgery. This is a final report.

Event description:
Patient had a cleaning of the outer ear canal performed by a resident otolaryngologist in (B)(6) 2014. Since this time, the patient was not hearing as she did before. Since (B)(6) 2015, the patient reported no longer having access to sound with the device and that she woke up that day bleeding from the right ear. The patient was explanted on (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had in (B)(6) 2014 a cleaning of the outer ear canal performed by a resident otolaryngologist. Since then the patient reported a change in access to sound with the device. Since (B)(6) 2015, the patient reported no longer having access to sound with the device and that she woke up that day bleeding from the right ear. The patient is contacting the clinic to decide how to proceed.